Event description:
Outliers and a difference between the monitor and the screen. Replacement of icp.

Event description:
Outliers and a difference between the monitor and the screen. Replacement of icp.

Manufacturer narrative:
Analysis: the catheter displays consistent values in the open air and is reactive. Zero performed on (B)(6) 2023. Data analysis shows that the catheter operated for about 1 day before being disconnected. Several repeated connection/disconnection tests failed to reveal any fault in the monitor as observed in use. Conclusion: the return catheter is compliant with our specificaitons.